Manufacturer narrative:
On no parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the c-arm scans were not successfully transferring from the navigation system. The c-arm gave a successful transfer message and the navigation system spine software was in the "waiting for exams to transfer" state. After a few minutes, an error was received on the navigation system that the exam was unable to transfer and directed to try another scan. Patient name was appearing in the patient list. Same error message on the navigation system when trying to manually push the exam to the navigation system or selecting the patient exam from the patient list on the navigation system. In trouble-shooting, confirmed that the patient exam is in the sr/isoc3d_exams directory. The medtronic representative attempted using cross-over cables, multiple manual transfers of the patient exam were attempted and the same error message was received. Surgeon aborted the use of navigation for the surgery and proceeded using a c-arm fluoro imaging. The surgeon opted to discontinue the use of the navigation system and proceeded using a c-arm fluoro imaging to completion. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and opted to replace the computer. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The suspect computer was returned to the manufacturer and is currently analysis.

Manufacturer narrative:
Additional information: through on-site troubleshooting by medtronic reps with site radiology staff, it was concluded that the scan identifiers are not being properly generated by the siemens orbic imaging system. The version of the firmware running on the oribc systems at the site was generating non-unique scan identifiers that cannot be accepted by the medtronic stealthstation for navigated procedures. To ensure a 1:1 relationship between patients and their procedures, the scan identifiers cannot be duplicates and must be properly embedded into their corresponding dicom series. This issue has only been reproducible on the siemens orbic outdated firmware instances at the site. Also, while troubleshooting at the site, medtronic and site personnel developed a work-around that entailed creating a new patient on the siemens orbic, retaking the scan, and sending the new scan to the medtronic stealthstation. The site is currently performing their cases using this work-around. The software investigation concluded that the siemens orbic firmware was not up to date. And medtronic software functioned as designed. Correction to initial MDR decision: based on the findings above, the reportable malfunction was on a device not manufactured by medtronic (siemens orbic imaging system). If this information was available during the initial review, the reported event would not have been considered a reportable malfunction by medtronic.